Event description:
It was reported by the company representative that the client was given a remote monitor that "blew up". The representative has the monitor and it appears to be leaking battery acid from the battery compartment. The monitor has been returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the company representative that the client was given a remote monitor that "blew up". The representative has the monitor and it appears to be leaking battery acid from the battery compartment. The monitor will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found corrosion in the battery compartment. It was also noted that the unit was unable to power up with the batteries returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the company representative that the client was given a remote monitor that "blew up". The representative has the monitor and it appears to be leaking battery acid from the battery compartment. The monitor has been returned to the manufacturer. No patient complications have been reported as a result of this event.